Event description:
It was reported that the permanent cautery hook instrument insulation had been moved back from the tip during a da vinci cholecystectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument main tube had a portion of the maintube completely peeled off. The section was .2020 in length. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube damage, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.